Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and system fault 41786 error code observed in event logs history. There was no 12-month service history during the review. The device was visually inspected, buckled upstream occlusion seal and fluid ingression observed. The probable cause of the reported issue was cassette damage and fluid ingress.

Event description:
It was reported that the device was constant beeping during testing. It was confirmed during inspection of a returned pump that error code 41786 does appear in event log. The high priority alarm occurred in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.